Manufacturer narrative:
The device was received for evaluation. Visual inspection with the naked eye showed that the return line screwed connector was broken, leading to the reported leakage. A pressure test was performed and a leak was observed from the connection of the return line with the filter. The reported condition was verified. The cause was transportation related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event occurred on an unreported date in (B)(6) 2020. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex st60 set, an external blood leak was observed from the top of the filter from the circuit. There was no patient injury or medical intervention associated with this event. No additional information is available.